Event description:
Reporter alleged discrepant blood glucose values of 537 mg/dl back to back with a result of 112 mg/dl when testing was performed 5-7 minutes apart on the advantage system. Customer stated glucose readings had been higher lately; however, did not indicate the timeframe as well as stated not having any high or low glucose symptoms at the time of testing. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549362 with an expiration date of 12/31/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.